Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states when the gb upgrade was installed, if the chair would sit idle for 30 minutes the attendant control will drive backwards, (forward would be reverse and reverse would be forward). The dealer would turn the chair off then on, that corrects the driving issue. MDR filed.